Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. No lesion or anatomy details are available. The physician dilated a flextome monorail 10 x 2.50mm balloon catheter at 5 atmospheres during the first inflation when it ruptured. The procedure was completed using a different device. There were no patient complications reported and the patient's status is good. Analysis found a midshaft break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the visual examination identified that the device was returned in two sections as a result of a break that occurred in the midshaft material. The midshaft break was measured at approximately 56cm from the catheter tip. The midshaft was elongated and kinked at several points along its length. This type of damage is consistent with excessive force being applied to the delivery system during advancement and/or withdrawal. The distal end of the corewire was kinked. The microscopic examination observed one of the distal blades was bent. All blades were present and fully bonded to the balloon surface. Solidified blood was present throughout the balloon and inflation lumen. It was not possible to attempt inflation as the device was in two sections. The balloon section was immersed in water where a leak was noted. Further microscopic analysis identified a pinhole leak at the edge of the proximal blade. A 0.015 inch product mandrel could not be inserted through the lumen due to the solidified blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).